Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and correction from medical records. The following sections of this report have been updated: a.3, b.4, b.5, b.7, g.3, g.6, h.2, h.6 and h.10. The following sections of this report have been corrected: h.6 clinical code (from 4580 to 4440) device code (from 2921 to 1077). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical record review, a CT showed tavr leaflets do show calcification, and thrombus at the nadir or the right/noncoronary cusp and to a lesser degree at the base of the functional left cusp.

Event description:
As reported by clinical safety, approximately 7 years post tavr with a 26mm sapien 3 valve, the patient was hospitalized for dizziness. The dizziness is suspected to be multifactorial. Neurology consult stated vestibular neuronitis. Structural heart noted severe aortic stenosis, and planned a tee for further evaluation. The site is considering a valve in valve.

Manufacturer narrative:
The investigation is ongoing.